Event description:
It was reported that inappropriate antitachycardia pacing (atp) was delivered for atrial tachycardia. Abbott technical support reviewed device session records and confirmed the reported event. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.